Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 22.7 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The insulin pump will be returned for analysis.